Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status lights remains orange.

Manufacturer narrative:
Upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. In-depth analysis of the returned unit revealed that the reported issue most probably resulted from an intermittent short circuit between the printed circuit board (pcb) and the ground. However, the root-cause could not be determined with certainty.

Event description:
Reportedly, the status lights remains orange.